Event description:
It is reported that revision surgery occurred due to breakage. Exact implant and explant dates are unk.

Manufacturer narrative:
Other device used: catalog #00999301945, zmr hip system femoral body revision nitrided porous, lot #60479942. Eval summary: analysis shows that the fracture has occurred due to fatigue. The package insert contains statements indicating that proximal support must be obtained when implanting this device. As noted on the per, proximal support was not maintained for this case. There is no definitive indication that design or mfg of the device contributed to the outcome described here. Risk mgmt activity has been initiated. Should substantive info come from this activity, this complaint will be reconsidered. Cause cannot be definitively determined. As returned, the stem has fractured at the junction to the cone body. The stem has some bone cement/tissue attached to the splines and a hole that was drilled approx 1/2" from the proximal end. The cone body retains the fractured stem segment and head. No x-rays were received with the complaint. The device history records for the stem could not be reviewed due to insufficient info (no lot number). Scanning electron microscopy analysis observed beach marks indicating that fracture occurred by fatigue. Energy dispersive spectroscopy analysis of the taper material showed ti, al and v elemental peaks typical of tivanium alloy.